Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece for analysis. Analysis found no anomalies. The s-curve hump height was measured within specification. No anomalies were noted on the lead body.

Event description:
It was reported that the presented for a scheduled procedure. During the procedure the left ventricular lead dislodged. The lead was explanted and replaced. The patient was in stable condition post procedure.